Event description:
On (B)(6) 2015 zimmer knee creations received from zimmer elite med representative notification that a patient who had received a subchondroplasty procedure back on (B)(6) 2014 demonstrated a focal fracture on the medial femoral condyle where the scp was injected. The fracture was noticed on a follow up visit x-ray of (B)(6) 2015.

Manufacturer narrative:
A (B)(6) male patient; scp injection of 5cc into the medial femoral condyle on (B)(6) 2014; during the surgery procedure it was noted that a vein posterior to femur became prominent in x-ray but unknown if the condition existed before surgery or occurred during surgery; on (B)(6) patient presented with knee pain and x-ray showed distal fracture of the femoral condyle. MRI showed some evidence of possible avn surrounding distal fracture area but unconfirmed diagnosis; on (B)(6) the knee was revised with total knee arthroplasty to resolve pain and fracture; during the tka procedure it was noted that there was necrotic bone tissue in the area of the fracture. It is unknown if the patient had some avn or other related condition prior to the scp procedure or not. The factors that caused avn and distal fracture in this patient are indeterminate.